Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user reported that the involved angio-seal device was used during the procedure. The patient underwent a percutaneous coronary intervention (pci), and a 6fr sheath was used from the right femoral artery. The procedure was successfully completed. When the physician attempted to use an angio-seal device, an 8fr sheath was used. Using the angio-seal device, hemostasis was successfully achieved. The patient rested quietly in bed. On the next morning, after a while when 15 hours had passed, when the patient went to the washroom, bleeding occurred at the puncture site. Immediately, manual compression was applied for an hour to achieve hemostasis under ultrasonography and hemostasis was successfully achieved by manual compression only. No transfusion was needed, and the estimated blood loss was less than 250cc; was approximately 50 ml. Bleeding occurred out of the procedure room. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The patient recovered. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.